Event description:
It was reported that following an ablation procedure, the patient experienced intracerebellar hemorrhage symptoms. The patient also developed a fusiform aneurysm. The patient then had a craniectomy and an external ventricular drain placed. The patient experienced a hemorrhage post-craniectomy. The patient also experienced vasospasms. There were no further patient complications reported in relation to this event.